Manufacturer narrative:
Internal complaint reference: (B)(4). The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The main power switch seal is no longer sealing the switch. An enclosure screw hole is damaged. A functional evaluation was performed. A known good test battery was used. The device would make a very short attempt to pressurize. Less than one second, but the device would not pressurize. The unit was disassembled. There was significant corrosion noted within the enclosures and on the control board. The fuse on the printed circuit board tested good. The pre-pressure test jig was used to bypass the printed circuit board and fuse. The unit then pressurized as designed. The complaint was confirmed and the root cause has been determined to be an electrical problem. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a rotator cuff repair, the spider 2 tenet arm slowing started failing to where it would not hold arm and would eventually just dropped. Something lose was heard within the body of the spider. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported.